Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and would be updated at that time should pertinent information be provided. (B)(4).

Event description:
It was reported that a micro dislodgment was discovered on this lead this right ventricular (rv) lead also exhibited loss of capture (loc) and was surgically abandoned. This lead was then successfully replace. No additional adverse patient effects were reported.